Manufacturer narrative:
Device investigation narrative - inspection of the returned device did not identify any issues with the device. Visual inspection indicated that there was no damage to the device. The inner assembly rotated freely and the seal ring was seated properly. To test the connection to the handpiece, the device was fitted into truclear handpiece part number (B)(4). The device seated and latched correctly into handpiece. The device window locked correctly. This blade is considered to be a no problem found. No manufacturing defects were observed. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the blade would 'pop' out of window lock. Surgeon would have to reset window lock and continue with the procedure. There was a backup device available however, the procedure was completed with this device. Customer reported no patient injury/complications or impact to the patient. No delay in the procedure was reported.